Event description:
As reported, during preoperative testing of this fogarty embolectomy catheter, the balloon was found to be ruptured. There was no allegation of patient injury. The device was received for evaluation and the balloon was found completely broken in the middle area; the latex edges at the rupture site did not match.

Manufacturer narrative:
The device was received for evaluation. Report of "balloon ruptured" was confirmed. During visual inspection, the balloon was found completely broken in the middle area. The edges of latex did not match at the ruptured region. Rupture part was not returned. Through lumen was patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body or windings. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode being evaluated to be associated to a manufacturing/design defect. As part of the manufacturing process the units go through balloon and winding inspection. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.